Manufacturer narrative:
The event occurred in the us. It was reported ¿head error¿ on the rotaflow console. No harm to any person has been reported. The reported ¿head error¿ could lead to the pump stop during treatment therfore, a report is required. According to the ssu (sales and service unit) dated on (B)(6) 2025 the customer confirmed not to order any repair/service of the device by getinge. Based on these investigation results the reported failure "head error" could not be confirmed. However, the following most possible root causes could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2013 to (B)(6) 2024. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2013. A review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the us. It was only reported ¿head error¿ on the rotaflow console. No more information has been provided. More information has been requested but still pending. No harm to any person has been reported. The reported "head error¿ could lead to the pump stop during treatment therfore, a report is required. Complaint ID: (B)(4).